Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2017. It was reported that the patient was not able to charge due to seeing the reposition antenna screen on the recharger. The patient has already tried repositioning the antenna over the implantable neurostimulator; however, the issue was not resolved. There was poor communication and no telemetry with recharging. The patient¿s last time that he was able to successfully able to charge the implantable neurostimulator was two months prior to the report. The reason for not charging was because it was a hassle to charge. These problems have been ongoing. The patient has tried sitting up, but it still takes the longest time to charge, so he gets frustrated. The patient noted that he had wished that he had never gotten the implant. The patient was redirected to his health care professional to get the implantable neurostimulator jump started. There were no patient symptoms or complications reported.